Event description:
The pt reported a pressure wound developed over the neurostimulator resulting in infection, and the wire is sticking out of the skin. A small bandage was placed over the wire by the hcp, however, the bandage came off the next day and the incision was oozing. Hcp reported the onset of the infection was february 2007. Pt symptoms included fever, redness and pocket erosion. Cultures were taken from the device pocket, however, the hcp did not report what type of organism was found. The pt was treated with both IV and oral antibiotics, along with total device system explant. The infection resolved. The device was not returned to the MFR for analysis.